Event description:
The customer reported non-reproducible elevated troponin I (access accutni) results, for two patients, involving the unicel dxc 600i synchron access clinical system. Patient #1 was an in-patient whose sample was analyzed in duplicate (reflex test), with results above and below the acute myocardial infarction (ami) limit of the assay. Subsequent testing of the same sample, on an alternate access 2 immunoassay system, recovered a lower result, within the normal reference interval. In addition, the patient had discrepant creatine kinase-mb (ck-mb) results. Patient #2's sample was also analyzed in duplicate, and the results were within the risk stratification range of the assay. Reanalysis of the same sample, on the alternate access 2 immunoassay system, recovered a value within the normal range. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed numerous bubbles in the dispense probe tubing, upon arrival. The fse primed the dispense probes and noticed the bubbles cleared but returned after many priming. The fse removed the wash pump and replaced the seal and o-ring, and cleaned the piston and chamber. The fse inspected the wash valve and no build-up was present. The fse reassembled the valve and primed 12 times. No bubbles were present and aspiration was acceptable. The fse performed lum-wash and lum-inc with high sensitivity (hs) system check but wash coefficient of variation (cv) was high, at 9.3%. The fse replaced the aspirate probes and performed wash portion of system check; results were within specifications. The fse performed system check and cv was within specifications. The fse performed assay calibration and quality control (qc); all results were within specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. The customer-supplied data indicates quality control (qc) performance was erratic and out of range on the date of the event. The customer recalibrated the on board assays and repeated qc with passing results, within the laboratory's established ranges. The customer indicated patient samples were collected in 4 ml lithium heparin plasma sample tubes and were centrifuged on a stat spin centrifuge for three minutes. Per the tube manufacturer's instruction for use (IFU), general lithium heparin plasma sample tube centrifugation should be between 3,000 to 5,000 rpm (revolutions per minute) for ten minutes.